Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and implant exchange from textured to smooth due to patient's concerns with the product.

Event description:
Healthcare professional reported "we have a new patient who advised she was not notified of a recall of her implants." Healthcare professional later reported "ruptured" and "left breast capsule - foreign material, fibrosis and reactive changes". This record is for left side. Device was explanted.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event of rupture could not be observed.

Event description:
Healthcare professional reported left side rupture and foreign material, fibrosis and reactive changes to the capsule. The device has been explanted.